Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the air in line alarm during upstream occlusion preventative maintenance test, which was not reproduced but confirmed through a review of the device event history log. Evaluation found the upstream sensor had low fluid numbers due to continuity on the tail. The upstream sensor was replaced. Additional information: (low fluid numbers).

Event description:
It was reported that a spectrum pump detected air in line during the upstream occlusion preventative maintenance test. It was also reported there was no patient involvement.